Event description:
During evaluation of a returned spectrum pump, the device second row of keys not working properly, the top key in the second column from the left is not working at all and the number 1 key was working intermittently. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device second row of keys not working properly, the top key in the second column from the left is not working at all and the number 1 key was working intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.